Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneous troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system. An initial accu tni result was 0.07ng/ml. A second sample gave a result of 0.757ng/ml. The specimen was not re-tested due to lack of volume. A third sample was collected from the pt and an accu tni result of 0.07ng/ml was obtained. No add'l info regarding this event is avail. There has been no report of death, injury, or change to pt treatment in association to this event.

Manufacturer narrative:
Qc was within specs before the event. Based on avail info, customer does not run qc below the ami cut off value of 0.50ng/ml. Sample type was edta, collected in a bd vacutainer tube from a peripheral draw. As per the accu tni assay manual, edta plasma is not a recommended sample type for this assay. The assay manual further states each lab should determine the acceptability of its own blood collection tubes and serum separation products. Customer has been made aware of this by bci. The plasma from the primary sample was centrifuged via a stat spin for 3 mins prior to testing. The stat spin centrifuge has only been validated for plasma specimens coming from plasma lithium heparin sample tubes. Visually, no issues were reported with the sample in question. Per customer, they believe the sample was tested from a 2ml cup. A field service engineer (fse) was dispatched to the customer's lab: the fse ran a diagnostic testing which passed within specs. The fse verified repair per established procedures and results meet published performances specs. The customer using a sample type which is not validated by bci could be a contributing factor to this event. A malfunction will be assumed for the purpose of this report.